Event description:
The pump was returned for investigation. Investigation revealed keypad button contact contamination. This report is made based on results of the investigation performed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under the contrast key contacts. (B)(6).